Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, a vibration did not occur after the pump was unlocked using the numerical keyboard on the touchscreen. Blood glucose was 250 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.